Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated. Reported event was unable to be confirmed due to limited information received from the customer. Device history record review was unable to be performed as the lot number of the device involved in the event is unknown. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Review of medical records did not identify any intraoperative complications. The device history records were reviewed and no discrepancies were identified. The root cause remains undetermined at this time. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). Foreign: (B)(6). It is unknown if product will be returning to zimmer biomet and the investigation is in process. Once the investigation has been completed, a follow-up report will be submitted. Product not returned.

Event description:
It was reported that the patient felt pain and x-rays resulted with the probable partial rupture of the distal third of the plate between the tibia and the hindfoot. The rupture was confirmed by the surgeon. No revision procedure was reported to date.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. B3: event date is unknown. D11: ti-dble lead cort 5.0x28mm scr cat: 14-405028 lot: 404990. Ti-dble lead cort 5.0x36mm scr cat: 14-405036 lot: 580750. Ti-dble lead cort 5.0x26mm scr cat: 14-405026 lot: 715530. Ti-dble lead cort 5.0x70mm scr cat: 14-405070 lot: 615820. Offset end cap 12x0mm cat: 14-444180 lot: 577710. Trabecular metalâ¿¢ tibial cone, medium 31x31mm cat: 00545001331 lot: 64289472. Ti-dble lead cort 5.0x36mm scr cat: 14-405036 lot: 994950. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.